Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument had a missing half of the grasping end of the grasper. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: at the end of the case the team noted that the piece was loose, but no parts were missing. While it was being cleaned the loose piece went missing. There was no report of fragments falling from the device while used within a patient. There is no patient information available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The long bipolar grasper instrument was analyzed and found to have a broken bipolar yaw pulley at the distal clevis. Broken pieces were missing as a result of breakage. Size of missing piece measures roughly 0.0985¿ x 0.0890¿. Additional related observation related to customer reported complaint: the instrument was found to have a broken grip tip at the base of grip. The missing piece was not returned with the instrument. The probable root cause of the broken yaw pulley and broken grip tip were attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.